Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose was 2.3 mmol/l. The customer treated with jelly beans. During troubleshooting for the low blood glucose, no insulin pump or consumable anomalies were noted. The auto mode feature was not activated during the time of incident. However, the caller mentioned that a software error detected alarm had occurred, but they declined to troubleshoot the issue. The insulin pump was not returned for analysis.